Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing. This patient has a concomitant non-boston scientific pacemaker. Technical services (ts) discussed troubleshooting options with the field representative. It was noted this patient is also on dialysis. This s-ICD remains in service. No adverse patient effects were reported.